Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2011. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The generator was replaced due to battery depletion and diagnostics with the new generator were within normal limits indicating that the lead was functioning as intended. A generator/lead connection issue is suspected. Analysis of the generator was performed and the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
.